Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. No further information was provided regarding the treatment for or the outcome of the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the same day as onset of the bacterial peritonitis the patient began treatment with intraperitoneal (ip) gentamicin 80 mg, once daily (duration not reported) and cefazolin 1 gm (2gm, once daily, route and duration not reported). Eight days after onset, the patient was treated with vancomycin 1gm (2gm, once daily, route and duration not reported) and ip selemycin 500 mg, once daily (duration not reported) for bacterial peritonitis. Nineteen days after hospital admission, the patient was discharged and recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.